Event description:
Customer reported receiving a no delivery alarm on the insulin pump during the manual prime. Customer stated that their blood glucose reading was 87 mg/dl in the morning and is now 126 mg/dl. Customer mentioned that the cause of the no delivery alarm was that the needle was not on the infusion set correctly. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.